Event description:
It was reported that the patient experienced a low blood glucose event with a self-reported reading of 60 mg/dl, and the cause was unclear; troubleshooting and education were completed, and the event was categorized as low glucose with oral carbohydrate treatment administered. Symptoms included hypoglycemia. Outcomes included resolution with oral glucose and no reported hospitalization. Investigation included complaint intake review and user troubleshooting with education on hypoglycemia management. Investigation of this case revealed no device malfunction reported or confirmed and no component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.